Event description:
It was reported that the insulin pump received a missed bolus reminder. It was also reported that the history file did not reflect the boluses received. Customer's blood glucose reading was 199 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Manufacturer narrative:
This information is provided in response to your request dated december 11, 2014 for additional information. Our original medwatch report was submitted with the incorrect event type selected.